Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during ventricular tachycardia episodes, the patient received inappropriate shock therapy due to qrs oversensing. Programming changes were discussed. The device was explanted due to near eri. Device will not be returned.